Event description:
It was reported that the ventilator was giving multiple alarms during pt ventilation and it was subsequently taken out of service. The ventilator failed the internal leakage, pressure transducer and flow transducer tests during pre-use check performed after the event. (B)(4).

Manufacturer narrative:
(B)(4).